Manufacturer narrative:
A ge service rep performed an on site investigation. The video connection was repaired during the service call. The system was put back into service.

Event description:
It was reported that the 8800 system had no display on the monitor. No pt injury was reported.